Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch creased. No unlocked lcd keypad connector. The drive support disk was inspected and no anomaly noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a loose drive support cap. The customer also reported that the buttons were difficult to push. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.